Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (> 15 seconds) hydraulic pressurization of each lumen. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redz1578 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaking under dressing when IV fluid is administrated. Device removed from vessel in upper arm and new PICC line placed in medical imaging.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1578 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaking under dressing when IV fluid is administrated. Device removed from vessel in upper arm and new PICC line placed in medical imaging.